Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Tampax moved inside me...had to go to a&e to get it removed [foreign body in reproductive tract] sore after tampax was removed- vagina [vulvovaginal pain] string pointing up rather than down [device physical property issue] case narrative: consumer reported via e-mail that the tampon moved and the string was pointing up rather than down. No serious injury reported.